Event description:
During the middle of the diagnostic exam, as the wire was in the heart and the catheter was being switched out, the fluro unit suddenly shut off for approximately 7 to 9 minutes as the m.d. Stepped on the pedal. The system came back up and was fully functional. This only happened one time during this patient's procedure, but this type of event has happened twice during the last approximate 12 months.